Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that four hours post-implant, high capture threshold was observed. The lead was explanted and replaced.